Manufacturer narrative:
Although requested, the log files from the AED have not been returned and the cause of the complaint is not known. Troubleshooting of the AED with the customer identified, once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.